Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis stent graft system was implanted in a patient for the endovascular treatment of a 68mm diameter abdominal aortic aneurysm. It was reported that during the index procedure, on the final angiogram, a proximal type I endoleak was noticed. The physician ballooned again and placed 9 endoanchors to resolve the leak. Another angio was performed, but the type 1 endoleak was still present. The physician elected to stop the procedure. It was reported that the left renal artery was the lowest renal artery and the proximal edge of the stent graft was at that level. Due to the angle that the stent graft was implanted proximally, the right side of the stent graft had landed distal to the right renal artery, which was 5mm more proximal. The physician determined that by placing a proximal cuff, it would still probably land the exact same way and so decided not to place one as there was no available landing zone at the left renal artery. The physician has not determined when or if any intervention will be performed. It was reported that, as per the physician, the cause of the event was anatomy, due to the short and conical proximal aortic neck measuring 29-33 mm in diameter and 11mm in length. There was also angulation of approximately 30 degrees. No additional clinical sequelae were reported and the patient will be monitored by their physician.